Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of the why the foreign material remained in the device could not be determined. It was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. No physical damage was confirmed at the place where the foreign material remained. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf-170 series "operation manual chapter 3 preparation and inspection". IFU states that preventive measure in gif/cf-170 series "reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the flex video scope charged coupled device was dirty. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.